Event description:
Discordant, falsely low creatinine and lactate results were obtained on two patient samples and a false negative urine drug screen was obtained on one patient sample on an advia 1800 instrument. The customer also stated there was an issue with magnesium but did not provide further data. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument, resulting higher for creatinine and lactate and positive for the urine drug screen. The corrected results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range at the time of event. The customer stated that the reagent probe 2 was loose. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The customer reseated the reagent probe after which the instrument was running within specifications. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.